Event description:
The customer was hospitalized with dka. Spouse said the customer is pregnant so they would like to do the troubleshooting. Explained due to the hipaa regulations co requires the customer's approval. It was decided since the customer is pregnant and unable to troubleshoot a replacement would be sent.